Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously low hemoglobin (hbg) result generated by the coulter lh 500 instrument for a single pt sample. Per customer, at the time of a pt's c-section, a sample was tested for hgb and a result of 8.8 g/dl was obtained. The result was reported out of the lab and as a result of the low hgb value, a scheduled tubal ligation was not performed in conjunction with c-section. A fresh sample collected from the pt later gave higher hgb result. However, the actual result was not provided. The customer then re-tested the original sample and the repeated result was 10.1 g/dl and correlated with the redraw sample. There was no death, or injury in relation to this event.

Manufacturer narrative:
The instrument is currently performing within qc specifications. The specimens were tested in an automatic mode of operation. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced hardware components. After servicing the instrument, the fse verified repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.